Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported atrial perforation could not be conclusively determined. The reported hypotension appears to be a cascading event of the atrial perforation. The reported patient effects of perforation and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and a restricted posterior. One clip was successfully implanted, reducing the mr to a grade of 1. However, after removal of the steerable guide catheter (sgc), a left to right shunt was observed. It was noted that blood pressure decreased. Therefore, an atrial septal defect (asd) closure device was implanted to treat the shunt and low blood pressure. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.